Manufacturer narrative:
The following report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the anchor is no longer assembled to the inserter and the suture has been cut. The photos provided by the customer show staining on the anchor and inserter indicating use. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor pulled out of the patient's bone during attempted implantation. A new similar device was used to complete the procedure. No additional information is made available.